Event description:
It was reported that during a kissing iliac stenting procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90 % stenosed target lesion was located in a calcified and non tortuous right iliac. An express-b-I ld, pmtd, 7.0x30x135cm bare stent delivery system was advanced to the target lesion. During the first inflation the balloon ruptured between 7atm and 8 atm. The stent was fully deployed and well apposed. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).